Event description:
It was reported that right atrial lead was explanted after 2 months of being implanted due to a perforation. Lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that right atrial lead was explanted after 2 months of being implanted due to a perforation. Lead was replaced. No additional adverse patient effects were reported. Additional information was received indicating lead was repositioned and remains in service.

Manufacturer narrative:
Based on the available information, boston scientific concludes that although this lead passed all available testing, this event occurred as a result of a known and documented possible adverse consequence. Correction to field b5: describe event or problem

Event description:
It was reported that right atrial lead was explanted after 2 months of being implanted due to a perforation. Lead was replaced. No additional adverse patient effects were reported.